Manufacturer narrative:
After further review of additional information received the following sections a2, b5, b6, b7, g4, g7 and h2 have been updated accordingly. Section b5: additional information received indicates that per the patient profile form (ppf), the patient reports migration of the entire filter other than to the heart, tilt, filter embedded in the ivc wall, blood clots, clotting and/or occlusion of the ivc, post implant pain and the device is unable to be retrieved due to the listed events. A CT scan revealed migration of the filter. There was been an unsuccessful percutaneous retrieval attempt. The patient also reports emotional distress and anxiety. Per the medical records, a chest x-ray, (B)(6)2015 , revealed bilateral pleural effusions and atelectasis as well as atherosclerotic calcification of the aorta. An x-ray of the right knee, 3 april 2015 reveals severe degenerative osteoarthritis. Per the medical records, (B)(6)2015 , the indication for filter was recent pulmonary embolism and bilateral lower extremity dvt (deep vein thrombosis). Venography revealed good patency. The optease was deployed in the inferior vena cava. During the procedure, it was also noted that the patient had multiple gallstones. There were no reported immediate complications. Per the medical records,(B)(6)2018 , a percutaneous snare retrieval attempt was performed. The indwelling ivc filter had considerable fibrosis. There was injury to the ivc upon attempted removal, the procedure was abandoned, and there was no apparent extravasation of contrast from the inferior vena cava. There is continued antegrade flow in the ivc. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was recent pulmonary embolism and bilateral lower extremity dvt (deep vein thrombosis). Venography revealed good patency. The optease was deployed in the inferior vena cava. During the procedure, it was also noted that the patient had multiple gallstones. There were no reported immediate complications. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to tilt, migration of the filter, caval thrombosis, blood clots, clotting/and /or occlusion, filter is embedded and cannot be retrieved. Per the patient profile form (ppf), the patient reports migration of the entire filter other than to the heart, tilt, filter embedded in the ivc wall, blood clots, clotting and/or occlusion of the ivc, post implant pain and the device is unable to be retrieved due to the listed events. A CT scan revealed migration of the filter. There has been an unsuccessful percutaneous retrieval attempt. The patient also reports emotional distress and anxiety. Per the medical records, a chest x-ray, (B)(6)2015 , revealed bilateral pleural effusions and atelectasis as well as atherosclerotic calcification of the aorta. An x-ray of the right knee, (B)(6)2015 reveals severe degenerative osteoarthritis. Per the medical records, (B)(6)2018 , a percutaneous snare retrieval attempt was performed. The indwelling ivc filter had considerable fibrosis. There was injury to the ivc upon attempted removal, the procedure was abandoned, and there was no apparent extravasation of contrast from the inferior vena cava. There is continued antegrade flow in the ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and emotional distress do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter tilted, migrated, became embedded, and there were blood clots, clotting and/or occlusion reported. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and/or occlusion do not indicate a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to tilt, migration of the filter, caval thrombosis, blood clots, clotting/and /or occlusion, filter is embedded and cannot be retrieved. ¿there is no known attempt to remove the filter¿. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages.